Event description:
The pt is a (B)(6) seen for management of his type one diabetes mellitus. He was diagnosed in (B)(6) of 2009. He recently began use of treatment for his diabetes with an insulin pump in (B)(6) of 2010. Prior to this he was using insulin shots for treatment of blood sugars and carbohydrates at meals. Due to his (B)(6) he has had to use the prodigy meter for testing his blood sugars. Since going on the pump we will be able to use a different meter that corresponds with the pump but the pt has been waiting on prior authorization for these test strips and has been using the prodigy meter. The night of (B)(6), 2010 the pt experienced a severe low blood sugar causing him to go into a hypoglycemic seizure. His blood sugar was checked at this time with the prodigy meter and was 61. Paramedics were called to the scene and the pt was transported to (B)(6) for treatment. Upon arrival the pt's blood sugar was rechecked with his prodigy meter and a hospital accucheck machine, and with a serum blood glucose level. The prodigy meter read 92, while both the hospital's meters read 51, and the serum level was 50. The pt was treated and blood sugars were increased to an appropriate level. The on call doctor was notified and a follow up appointment was made in our office for today. The pt notified that they think they may have had other problems due to issues with blood sugars and conflicting feeling of the pt feeling either low or hi in opposite to what his meter revealed. (Same pt referred to in (B)(4). Parents currently have the meter and exact info on details can be obtained upon request. He has been on this meter since (B)(6) of 2010.